Manufacturer narrative:
(B)(6). It is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
The customer reported that a pen needle broke off in the injection site. The customer went to a urgent care facility while on vacation and had an x-ray. She had surgery but the doctor was unable to locate the needle. The x-ray was taken to her doctor on (B)(6) for review but they were unable to open the cd to view the x-ray. The customer does not know what the x-ray shows. The customer reports she will probably have to have more surgery.

Manufacturer narrative:
Additional information - device evaluation: results: a sample was not returned for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A potential root cause for this incident is reuse of the device. A sample was not returned for evaluation.

Manufacturer narrative:
No sample has been returned for evaluation. A lot history review was carried out for the reported lot 5139006. No related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
The customer reports she was giving injection into her abdomen just before lunch and as she pulled the device from the site, the needle was noted was missing. She states she could feel the tip in the site and, several months later, reports still being able to feel needle every now and again. The customer had stitches to the site following surgery. She reports being diabetic and had used pen needles for years and therefore felt it was not a user issue. The customer did not report having additional surgery or interventions on the follow up letter received by bd. The initial urgent care visit and interventions occurred on (B)(6) 2015.